Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic after receiving a vibratory alert. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator was oversensing far p-waves. The device was reprogrammed. The patient experienced no symptoms related to this event.